Event description:
A bovie burn was found on left lower quadrant. Bovie plate site was benign. Bovie setting were: coag 35, cutting 35, type 2. According to clinical engineering, the burn occurred where the active electrode rested while not in use. The electrosurgical unit was tested functional electrical safety. It met manufacturer's specificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device permanently removed from service. Invalid data - on device destroyed/disposed of status.